Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pacemaker device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.